Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned treatment procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. A philips field service engineer inspected the system onsite and confirmed the reported problem. Upon troubleshooting, fse found that the image processing pc (ippc) was without power and that the fuse was damaged and found the issue was due to faulty ippc. To resolve the issue, fse replaced ippc and return the part for further analysis, and it found the issue was due to faulty power supply unit of ippc. After replacing ippc, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had no display on the live or reference monitors. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.